Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n259129014, implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and joint pain/arthritis. A failed dye study was reported; on this report date, a pre-op dye study was done due to pump elective replacement indicator <(><<)>1 m and the catheter was not patent. The patient did not have any symptoms of withdrawal. There were no factors that may have led or contributed to the issue, no diagnostics/troubleshooting was done. The patient was referred for replacement. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿. Surgical intervention did not occur, was planned but had not been scheduled. No further complications were anticipated/reported.